Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the ablation procedure to treat atrial fibrillation in the intracardiac, faradrive steerable sheath clear, was selected for use. It has been mentioned that during valve checking air entrainment was noted. Before inserting the dilator, the sheath was flushed, and its tip was placed in saline before flushing again to confirm that there was no air inside the sheath. After that, a syringe was pulled back to check for air intrusion but even after many attempts, air was still being drawn in. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.